Manufacturer narrative:
Product analysis a visual inspection showed that the tip is detaching distal to the anchor pockets, functional testing could not be carried out due to the condition of the returned device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a targeted resection procedure using the atherectomy th-lx-m turbohawk atk, after a portion of plaque had been removed from the mid superficial femoral artery, the catheter was withdrawn for cleaning. The plaque in the collection chamber could not be flushed out, and a protrusion was observed in the collection chamber, making it impossible to continue using the device. After inspection it was confirmed that the tecothane jacket was not compromised. A new hawk catheter was used to complete the surgery. No patient complications have been reported as a result of this event. When the device was returned it was noted that the device was damaged at the hinge pin.